Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog #: unknown, lot #: unknown, unknown tibial tray, catalog #: unknown, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02108, 0001822565-2018-02109, 0001822565-2018-02111. Remains implanted.

Event description:
It was reported that the patient might be experiencing issues in the knee and is requesting additional information on the devices implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The patient has possible loosening and this component would not have contributed.

Manufacturer narrative:
Concomitant medical products - nexgen lps-flex option femoral component size e left catalog #: 00576401551 lot #: 62473703, nexgen precoat stemmed precoat tibial component size 4 catalog #: 00598003702 lot #: 62668146, nexgen standard all poly patella 32mm catalog #: 00597206532 lot #: 62646257.upon further investigation of the reported event, it was identified that it cannot be confirmed whether this device caused or contributed to the reported event. Zimmer biomet will report this device conservatively.the products were evaluated through manufacturing review, however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the nexgen knee, pain, swelling and instability are known adverse effects of knee arthroplasty. However, a definitive root cause could not be determined with the information provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this patient; please see all reports associated with this event:3007963827-2018-000620002648920-2018-003360001822565-2018-021110002648920-2019-00147

Event description:
It is reported that the patient has experienced pain, swelling, instability, clicking noises and a leg length discrepancy approximately three (3) years following left knee arthroplasty. The patient is scheduled for a revision procedure to address these complications. No additional patient consequences were reported.